Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, high capture threshold on the left ventricular (lv) lead was noted. Lead dislodgement was suspected. The device was reprogrammed to deactivate the lead and will continue to be monitored. The patient was stable with no adverse consequences.